Event description:
Patient reported left side "capsular contracture baker grade iii." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified, opening and overweight. A microscopic analysis was performed which identify, an opening striated in the anterior side, a opening punctured in the anterior. Based on the device analysis, the final assessment is: a striated opening in the anterior side assessed, as surgical damage. A puncture opening on anterior, due to surgical damage like.

Event description:
The device was explanted.